Event description:
It was reported that the device's brakes are difficult to engage. As a result, the nurse manager tore her meniscus while trying to engage the head end brake. Attempts are being made to gather more details from the user facility.

Manufacturer narrative:
A stryker quality assurance engineer contacted a stryker sales account manager regarding the alleged injuries. He stated that the injuries were due to improper body mechanics while using the stretchers. Training/in servicing was performed at the account to ensure the customer is using proper mechanics when engaging the brakes properly. Based on this information this issue was likely not due to any component level defect and was likely due to use error. The stryker sales account manager did not have details surrounding the other alleged injuries or know how many exactly occurred. The quality assurance engineer attempted to contact the nurse manager multiple times to gain further information surrounding the torn meniscus. She did not respond to any of those attempts. Additionally, no further information was able to be obtained surrounding the other alleged injuries. Should further information surrounding the other alleged injuries be provided, this complaint will be reopened to account for said injuries. If additional information is provided, this complaint record may be reopened and updated. H3 other text : unknown which specific device injury occurred on.

Event description:
It was reported that the device's brakes are difficult to engage. As a result, the nurse manager tore her meniscus while trying to engage the head end brake. It was further reported that there were multiple staff injuries associated with the engagement of the brake/steer pedal. However, no further information was able to be obtained surrounding the other alleged injuries.

Manufacturer narrative:
Section b.1 was updated to reflect that the final finding was for an adverse event only, and not a product problem.

Event description:
It was reported that the device's brakes are difficult to engage. As a result, the nurse manager tore her meniscus while trying to engage the head end brake. It was further reported that there were multiple staff injuries associated with the engagement of the brake/steer pedal. However, no further information was able to be obtained surrounding the other alleged injuries.